Event description:
The surgeon reports bleeding from a 3mm hole at the bifurcation of a vascular prosthesis during repair of an aortic aneurysm. The hole was discovered when the aortal section was being flushed to test the proximal anastomosis. The graft was reclamped and the hole sutured. The distributor's report indicates the pt suffered no adverse effects as a result of the malfunction.

Manufacturer narrative:
Codes 1628 (initial report) and 2323 were not discussed in labeling at time of device MFR. Labeling revision prior to this event addresses potential for tearing in a caution statement for handling bifurcated grafts.